Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad cassette sensor. No adverse effects were reported.

Manufacturer narrative:
Other text: b5: additional information received at smiths medical 02-jul-2021: discovered during testing, date unknown. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a scratched screen. The customer stated problem was not duplicated. A cassette was attached to the device and ran with no issues. The event history log was reviewed and did not show and errors. The downstream occlusion sensor (dso) was bubbling and was replaced as a preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.